Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating that that "check vent: battery failed" alarm occurred when they turned the device on before using on a patient. It was also said that there was no reproducibility. The sales rep visited the facility and replaced the device with the same model one. The device continued to operate during the issue occurring. There was neither delay in therapy nor medical intervention reported other than the swap ventilator due to this event. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
Since the customer quote has not been approved at this time, the unit's evaluation and repair cannot be done. The investigation comes to the conclusion that no further action is necessary at this time; the record will be reopened upon the receipt of new information.

Manufacturer narrative:
The authorized service provider replaced the battery to resolve the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Manufacturer narrative:
The repair center evaluated the device, and the reported issue was not duplicated in the repair center. The occurrence record of "check vent: battery failed" (diagnostic code: 1124) was found in the event log. Therefore, the lithium-ion battery seems to be faulty and needs to be replaced. Device evaluation and repair are still pending, and this investigation is still ongoing.